Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. After pre-dilatation with a 2x12mm semi compliant balloon, the 2.5x28mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, a proximal edge dissection was noted. Therefore, another xience sierra stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.